Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 709957) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, pelvic pain, ovarian cyst, dyspareunia and fatigue. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with surgery (robotic total laparoscopic hysterectomy /bilateral salpingectomy, removal of essure, uterosacral lig). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: pelvic pain, essure complication, dyspareunia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: fu 1 and 2 processed together. Mr received. Reporter information updated. Other relevant history and lab data updated. Lot number newly added. Event medical device removal updated to pelvic pain. Events added-dyspareunia, fatigue. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.